Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) battery longevity estimate had decreased significantly in just a few months. No dramatic changes in programming were noted. The device remains in use. No patient complications have been reported as a result of this event.